Manufacturer narrative:
D-6a: implant date (year valid). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a 21mm mosaic valve, implanted in 2007, experienced failure due to a possible torn leaflet, resulting in aortic insufficiency. During an office visit, the issue was identified, and a transcatheter aortic valve replacement was performed. A new evolut fx+ 23mm valve was successfully implanted on (B)(6) 2025. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that reported the severity of the aortic insufficiency as moderate. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b.5: event description medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.